Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709, lot# l78722, implanted: (B)(6) 2000, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: neu_ascenda_cath, product type: catheter.

Event description:
Information was received from an unknown source via a manufacturer representative and a healthcare provider (hcp) regarding a patient who was receiving bupivacaine at an unknown dose and concentration and 40 mg/ml morphine at a dose of 12 mg/day via an implantable pump for non-malignant pain. It was reported that a catheter revision and pump replacement occurred. The patient came to the hospital on (B)(6) 2016 after having withdrawal symptoms for four days. The patient had an exploratory surgery on (B)(6) 2016 that showed the catheter was kinked and there was an obstruction. The hcp removed the sutures and straightened the catheter and then there was flow. It was noted that it was documented that the patient had a 8709 catheter and when the patient was opened, it was an ascenda catheter. A volume discrepancy was also reported; actual residual volume (arv) was greater than expected residual volume (erv). The catheter was revised and a new proximal segment was used. The patient also reported pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient information was updated. Document contained no new information.

Event description:
Additional information was received from a healthcare provider (hcp) on 2016-oct-06. It was reported that the catheter was found to be kinked at the attachment site to the pump. The pump was replaced in (B)(6) and the connector catheter was also replaced. The patient was taking oral medications until the pump was replaced. After the replacement on (B)(6) 2016 (end of life), despite the catheter being kinked, the alarm did not go off, so the pump was replaced again. The alarm day was coming up in the next two or three months with the pump replacement and it was decided to have the pump replaced. Operative reports were received from a manufacturer representative on 2016-oct-13. It was stated that there was a morphine and bupivacaine pain pump malfunction and catheter obstruction. The patient was admitted on (B)(6) 2016 with withdrawal from the pain medication. The x-ray demonstration showed possible occlusion versus kinking versus disconnect; therefore, there was an exploration surgery and replacement of the pain pump. It was suspected that the disconnect or fracture or kink was in the front. It was found that the catheter was kinked and likely causing the obstruction. The hcp withdrew from the pain pump itself, no withdrawal, then undid the kink and was able to get back flow of csf. The pump was also replaced in case if the pain pump was damaged. The catheter was placed to initial proximal connection. The patient had the history of chronic low back pain, lumbar spinal stenosis, and lumbar radiculopathy.

Manufacturer narrative:
The following components were determined to be unrelated to the event: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709 l78722, implanted: (B)(6) 2000, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Additional information was received from a health care professional via a manufacturer representative. Information clarified that when the pump was implanted on (B)(6) 2016, the surgeon sutured around the catheter in the pump pocket causing a kink. The volume discrepancy was identified at a refill when he noticed a full reservoir and assumed he must have kinked the catheter because of how he anchored the pump. This was confirmed during the revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.